Manufacturer narrative:
(B)(6). The lot was manufactured between january 9, 2018 - january 12, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused medication. The expected infusion time was 48 hours; however, after the expected time was completed only 20% of infusion was delivered. The folfusor was allowed 48 more hours of infusion time. The folfusor was filled with 3900 mg fluorouracil hs in 115ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.